Event description:
It was reported that they stated their arctic sun device gave an alert 41 (low internal flow). Flow was 0.5 circulation pump command was 19 percentage inlet pressure was -7.2. Removed fluid delivery line and inlet pressure. Remained at -6.2. Pressure transducer failure.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty pressure transducer. The device was evaluated and the reported issue was confirmed as it was noted that the pressure transducer was giving a false pressure reading. Replaced pressure transducer lot 0522 with lot 2422. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they stated their arctic sun device gave an alert 41 (low internal flow). Flow was 0.5 circulation pump command was 19 percentage inlet pressure was -7.2. Removed fluid delivery line and inlet pressure. Remained at -6.2. Pressure transducer failure.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty pressure transducer. The device was evaluated and the reported issue was confirmed as it was noted that the pressure transducer was giving a false pressure reading. Replaced pressure transducer lot 0522 with lot 2422. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information the complainant, reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they stated their arctic sun device gave an alert 41 (low internal flow). Flow was 0.5 circulation pump command was 19 percentage inlet pressure was -7.2. Removed fluid delivery line and inlet pressure. Remained at -6.2. Pressure transducer failure. Per biomed tech via phone on 11jan2024, it was reported that the device was sent in for evaluations in december 2023.